Manufacturer narrative:
This report is submitted on march 26, 2020.

Event description:
Per the clinic, it was reported that the patient experienced a wound dehiscence of the incision line subsequent to the formation of a fistula formation at the implant site. Subsequently, magnet removal surgery was scheduled for (B)(6) 2020. It is unknown whether the surgery has taken place, as of the date of this report.

Manufacturer narrative:
It was reported that the magnet was explanted under a general anaesthetic on (B)(6) 2020 under a general anaesthetic. The implant remains in-situ. This report is submitted on march 17, 2020.